Manufacturer narrative:
Continued health effect - impact code 4: f2201. Continued health effect - impact code 5: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and anxiety - product/procedure. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side exchange due to patient's concern with the product. Healthcare professional later reported "bloody type of seroma fluid". Device has been explanted and replaced.